Event description:
In 2005, the pt reportedly could not obtain lock between the external equipment and the cochlear implant. External equipment was exchanged. However, the problem was not resolved. In 2005, the pt was seen at the center for device eval. Programming adjustments were made. Testing performed confirmed that the device was no longer functioning. The pt's device was explanted. The pt was reimplanated with another advanced bionics cochlear implant.